Manufacturer narrative:
The device was received on november 18, 2019. Testing is not yet complete.

Event description:
The customer reported a bag spike adapter w/spiros that the tubing connection broke during the administration of an unknown chemo drug and was leaking. The location of the break is at the joint of the spiros and extension tubing. There was patient involvement, no adverse event, and no delay in critical therapy.

Manufacturer narrative:
H10: one (1) used list# ch3034, 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap. Lot# 4049544, one (1) used lifeshield prim plumset clave port clave y-site , list# unknown, lot# unknown, and one used 0,2 micron, unknown manufacturer were received for evaluation. The male luer was separated at the bond to the female luer of the spinning spiros. Examination confirmed that there was no solvent present at the bond interface. The probable cause of the bond separation is no application of solvent during manual assembly in ensenada. A device history review for lot# 4049544 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.